Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump error 53 was present in the pump trace download due to the software error. The pump error 63 was present in the pump trace download due to a broken trace on the keypad assembly. Toggled on/off and increased/decreased the volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies were noted during testing. No unexpected failed battery test alarms, low battery anomalies or reservoir anomalies were noted during testing. All buttons functioned properly and no damage to the keypad traces were noted. The connector was not unlocked during visual inspection. The pump was received with a cracked battery tube area.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer went to bed in the early morning hours of (B)(6) 2018 at 1:28 am and woke up high on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the previous day their blood glucose was 460 mg/dl at 1:28 am. The customer's blood glucose was 463 mg/dl when they woke up in the morning. The customer treated with insulin; however, by the time they were prepared for their truck-driving route, their blood glucose exceeded 600 mg/dl. The customer treated with two manual insulin injections and their blood glucose had since decreased to 516 mg/dl. Additionally, the customer experienced multiple insulin pump issues, which include: failed battery test alarm two days prior to calling, a software error detected alarm and hardware low level failures alarm during the self test, a button error alarm after rolling over the insulin pump while in bed, and a crack near the battery compartment. The customer had already cleared the alarms and rewound the insulin pump. The customer also received a notice for a possible audio issue on the insulin pump. The customer declined testing for his device since he primarily uses the vibration function for his alerts and alarms. The device will be returned for analysis.